Manufacturer narrative:
Eval summary: no sample was returned by the customer. The complainant history was reviewed for this lot and there were no other complaints reported. Review of the compounding and filling mbrs did not show any anomalies that may have contributed to the complaint condition. The chemistry and microbial finished product results were reviewed and found to be acceptable. The environmental, utility, bioburden, and sanitization records were reviewed and found to be acceptable. This lot met all release criteria prior to product release. Add'l info was requested by fax and mail on 06/29/2011 and by phone on 07/19/2011 and 07/20/2011. A completed questionnaire has not been rec'd. (B)(4).

Event description:
A consumer reported that she experienced a bilateral eye infection following use of this product. On (B)(6) 2011 the consumer reported she had switched to another product and the events resolved.